Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: during evaluation of the sample, it was observed creases in both aspect of the device. No additional anomalies were observed. Based on the findings, the reported issue is unrelated to the breast implant and related to the patient condition. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Reason for device explant and/or reoperation: bilateral capsular contracture (left grade IV, right grade ii). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent two breast augmentation procedures with a 500cc mentor memorygel breast implant on (B)(6) 2018 for the left side and with another 500 cc mentor memorygel breast implant on (B)(6) 2017 for the right side. The patient experienced bilateral capsular contracture postoperatively (left grade IV, right grade ii). The diagnosis was confirmed by a healthcare professional. As a result, the patient had explanted the implants on (B)(6) 2018. This report is for the right prosthesis.